Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse stated to resolve this issue by replacing the old strip lot: 7212054a with a new strip lot: 7212070a, and was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing ca controls for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.